Event description:
Pt in operating room for right frontal burr hole and insertion of right frontal ventriculostomy for mesencephalic hemorrhage with obstructive hydrocephalus. At the end of the case one of the sponges from the deroyal crani custom pack was wanded using the rf wand; sponge wand did not trigger the alarm. Another wand and another rf power source was tried but the sponge still did not trigger the alarm. When the operating room nurse tried to wand other sponges on the field the rf wand worked immediately. There was no harm to the pt related to this event. The MFR was notified and is in the process of investigating this event.